Event description:
During an odontoid fusion procedure at c1-c2, the surgeon was inserting a lag screw at c2 to fuse c2 when the screwdriver began skipping. The driver stripped the lag screw which would not advance any further so the surgeon removed the stripped lag screw with a needle driver. The stripped screw was discarded and an alternate device was not used to replace the lag screw.

Manufacturer narrative:
Device was used for treatment not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. No conclusion can be drawn as device is entering the investigation process. Placeholder.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Manufacturer narrative:
Additional narrative: this device is used for treatment, not diagnosis. The relevant dimensions were checked and were found to be according to the specification. No manufacturing related failure could be detected. A review of the device history records found no issues that would have contributed to this complaint. The actual cause will not be able to be determined from the information provided. This instrument is very old and the design documentation was created prior to the current quality system requirements for instrument risk analyses. This instrument is part of a recall.